Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. The issue was confirmed as cartridge alarm 35, and it did not occur during the load process. The issue was not currently happening, and the caller was advised to contact technical support for any recurring issues. The caller acknowledged the advice, and the case was closed by technical support.